Manufacturer narrative:
D10: concomitant products: 6001198 02-022-51-3010 truliant tib imp crc insert sz 3, 10mm 6985722 - 02-022-55-3030 - truliant por tib tray size 3f/3t 6990549 - 201-78-15 - holding pin mini sharp point 4 pk s280541 - 521-78-23 - threaded pin size 2.3 collared 2pk s279228 - 521-78-32 - threaded pin size 3.0 collarless 2pk s280720 - 521-78-32 - threaded pin size 3.0 collarless 2pk s076952 - 521-78-36 - threaded pin size 5.1 collarless 2pk 04000621080 - a10012 - gps implant kit v2 the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 29 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, mechanical loosening of internal right knee and pain. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D6: updated. H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.